Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All the available information was investigated. The reported slda resulting in tissue damage was likely due to patient¿s challenging anatomy. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), and leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted reducing mr to 1-2. A second cds was advanced and the clip was implanted reducing mr to 1+. When the steerable guide catheter (sgc) was withdrawn to the right atrium and leaflet insertion was performed per instruction for use (IFU) it confirmed both clips were stable on both leaflets. However, final echocardiogram revealed that the first clip was detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr grade increased to 2. The slda likely occurred due to a leaflet tear. The physician decided to end the procedure with the results. No additional information was provided.